Event description:
Customer reported that he was overweight with water weight and prescribed a smaller cannula. He stated that when he took off the patch, there was blood at the site. The blood glucose reading was 523 mg/dl. Customer stated that he had been sick with a stomach flu and that the blood glucose had been fluctuating. Customer wanted to change the cannula size he was using. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.